Event description:
The account stated that the cell-dyn 3200 sl analyzer generated discrepant hemoglobin results for one patient. The sample was run in both closed and open modes. The closed mode results were: 0.00 g/dl, 10.30 g/dl, 9.14 g/dl, 3.38 g/dl. The open mode results were: 12.10 g/dl, 13.6 g/dl, 1.8 g/dl, 13.6 g/dl. There was no impact to patient management and the results were not reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to the customer's issue, an investigation was conducted which included a review of the complaint text, a review of information provided by the customer, a review of the complaint history for the cell-dyn 3200 analyzer, (B)(4), a review of the labeling and inspection of the analyzer performed by a field service representative (fsr). The (fsr) decontaminated the hemoglobin diluent line. There was a partial clog of the tube for valve 94 for filling of the diluent in order to count the background. Calibration of the hemoglobin in open and closed modes was also performed. The instrument was working according to the expectations. The operator's manual provided information to assist in problem identification, isolation and corrective actions. Instructions for obtaining technical assistance are also included. Preventive maintenance schedule indicates that overdue maintenance is indicated by an increase in imprecision of one or more of the measured parameters. The complaint history review from (B)(4) 2009 through (B)(4) 2009 did not identify any adverse trend related to this issue.. Based on the investigation results, no product deficiency / malfunction was identified for the cell-dyn 3200 analyzer, (B)(4). This is a final report.